Event description:
Pt reported that she has often experienced blood glucose of approx 500 mg/dl over the past 2 months. She has attempted to correct hyperglycemia by changing the accessories and using the infusion device, but this has not been successful. Her hba1c elevated to 11.2%, and she believes the insulin delivery of the infusion device is inaccurate. Pt changes the infusion tube every 10 days and was referred to the user's guide. She did not have an infection or test positive for ketones, and her normal blood glucose is 120-140 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided n the supplemental report.